Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
As reported: "during revision surgery, mistarget was occurred with the target device at 1st and 4th screwholes from proximal. Also, the drill sleeve became stuck in the guide sleeve, and when it was forcibly pulled out with pliers, the threads of the guide sleeve were crushed."

Event description:
As reported: "during revision surgery, mistarget was occurred with the target device at 1st and 4th screwholes from proximal. Also, the drill sleeve became stuck in the guide sleeve, and when it was forcibly pulled out with pliers, the threads of the guide sleeve were crushed."

Manufacturer narrative:
Please note the corrections to d9/h3, method, results and conclusion codes as the device was returned for evaluation. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received sleeve shows normal signs of usage, evident by scratch marks over its outer surface. However, significant damage was observed on the initial two internal threads of the sleeve. The deformation could be seen on 4 different sides of the threads in the upward direction as if a square-shaped tool was inserted and pulled up. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing, or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation and the nature of deformation, the issue is user-related. However, the exact root cause of the deformation could not be determined. It is highly likely that the threads were deformed before the surgery itself as engagement of it with a drill sleeve cannot lead to such a deformation. If any further information is provided, the complaint report will be updated.